Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 180 mg/dl. The air bubbles in tubing and in reservoir. The customer is driving and can't look at pump or complete troubleshooting. The customer was advised to call back when he is able to do troubleshooting. The customer was advised to monitor pump.